Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 1996 - the patient was implanted with a bard flat mesh during a vaginal hysterectomy, left salpingo-oophorectomy, culdoplasty and posterior repair procedure. The attorney's report alleges disability, pain, additional surgery.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patients perioperative report only. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.